Manufacturer narrative:
The reagent lot number is 70008701 and the expiration date is 31-may-2024. Calibration was last performed on 18-dec-2023. The alarm trace showed many abnormal aspiration alarms. The field service engineer (fse) made adjustments to the sample probe and performed a performance test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 602 module. The initial result was 27.49 pg/ml. The repeat result was 5.5 pg/ml.